Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in initial report. Based on the results of the investigation, ¿foreign material came out of the nozzle¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was also confirmed that the reprocessing was implemented in line with the instructions for use (IFU). It is unknown whether the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ inspection method is described in the operation manual gif-xz1200 chapter 3 preparation and inspection. ¿ prevention method is described in the reprocessing manual gif-xz1200 chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported poor water delivery issues from the air/water flow system on the gastrointestinal videoscope. The issue was found during preparation before use inspection for an unspecified procedure. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign object came out of nozzle.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿poor water delivery issues from the air/water flow system¿ was confirmed. The device evaluation found that water removal ability did not meet the standard value, due to clogging of the nozzle. The nozzle had foreign objects due to insufficient cleaning. Additionally, due to wear of the angle wire, the play of up/down knob was out of the standard value. The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they did not confirm what the foreign material adhered to the scope nozzle was. Additionally, it was confirmed there was no delay in the start of pre-cleaning, the customer flushed the nozzle with water and air, there were no abnormalities in the accessories used for reprocessing. They did not confirm whether they¿ve presoaked the endoscope in detergent solution, they wiped the nozzle with clean lint-free cloths/brushes/sponges, and they flushed the air/water nozzle with detergent solution. There were no other concerns regarding the reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.